Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was report that during surgery the instrument that is used to put end caps on; sheared off. There are no parts remaining in the patient and no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment. Not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.